Event description:
Consumer contacted via online chat and stated that the brush head kept coming off in his/her mouth when he/she was brushing. No injury was reported. Follow-up: the refills are really loose on the toothbrush and come off in the consumer's mouth. The metal bar comes off too.

Manufacturer narrative:
08-dec-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via online chat and stated that the brush head kept coming off in his/her mouth when he/she was brushing. No injury was reported. Follow-up: the refills are really loose on the toothbrush and come off in the consumer's mouth. The metal bar comes off too.